Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the lead was replaced due to decreased r wave sensing. Patient was stable before, during and after the procedure.

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. Upon interrogation, the device exhibited increased rv thresholds. The device was reprogrammed to address this issue.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the patient presented to ER with syncope. It was noted that the patient was in the shower at the time of the episode. Upon device interrogation, low rv sensing measurements were observed. Shock test was performed successfully. Patient was stable after the event.

Manufacturer narrative:
(B)(4).